Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/03/2016 with the following findings: a review of the pump¿s black box data showed no evidence of cs 006 call service alarms; the pump¿s alarm history was blank. The cs 006 call service alarm is defined as an eeprom write failure (electrically erasable programmable read-only memory). During testing, the pump powered up to a hard ¿cs 006¿ alarm immediately therefore the investigation was able to duplicate the initial complaint about this alarm. Some steps of the investigation could not be completed because of the cs 006 alarm. The pump was opened and the eeprom unit was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump emitted multiple cs 006 call service alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.